Event description:
It was reported that after that the anesthesia workstation had been moved a technical error was generated and it was not possible to ventilate in manual ventilation. There was no patient harm. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The anesthesia system was investigated at the hospital by our field service engineer. No technical issues were found. The anesthesia system was cleared for clinical use. Evaluating the provided information and logs, it is possible that when moving the machine, the patient tubing was stretched and was possibly partly disconnected from the patient cassette, and thus causing a leakage. The patient was still ventilated with co2 exchange and o2 uptake but at lower pressures and volumes which correspond to the suspected leakage. The evaluated logs confirm the patient cassette error and also a respiratory rate high alarm, also likely related to the leakage. No further issues have been reported after the reported event. The root cause of the reported issue could not be established by this investigation.

Event description:
Manufacturer's ref #(B)(4).